Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their lead migrated and fried out. The lead was no longer working and they had it replaced with a surgical lead in (B)(6) 2015. The patient recovered completely after the revision. The patient was indicated for spinal pain. No cause of the lead migration or date of onset was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.